Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name, initial reporter last name, initial reporter phone & initial reporter e-mail. Upon investigation of the actual device used in this incident, it was determined that the stations were showing as unknown device after server upgrade. The technical support specialist (tss) identified no facility key n the station, verified the knowledge article "device disappeared from server application" it did not apply since the stations did not appear on the server. Ts also identified that the station had 23 and server had 25 rows. A product support specialist logged into the cath lab and followed the knowledge article ¿medstation es multiple devices in unknown device no active facility snapshot at the device ¿and an update was run to un end the dispensing device snapshots at the station level. As validation between server and station was not possible, a new snapshot was created through patient encounter system by updating the max retry value, and all stations were successfully restored from the unknown device state per pse guidance. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed all stations displayed as unknown device after server upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server user informed all stations displayed as unknown device after server upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.